Manufacturer narrative:
H6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "discrepant results." Customer reported that they have enteric viral panel assay runs with discrepant results. A bd field service engineer was dispatched to the customer site where they performed reader normalization on both readers and verified the readers to be within specification. A qualification run was performed and passed. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6) , and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that bd max¿ system, bd max¿ instrument discrepant results in viral panel occurred. The following information was provided by the initial reporter: discrepancy in viral panel reader normalization.

Event description:
It was reported that bd max¿ system, bd max¿ instrument discrepant results in viral panel occurred. The following information was provided by the initial reporter: discrepancy in viral panel. Reader normalization.

Manufacturer narrative:
Common device name:instrumentation for clinical multiplex test systems. PMA/510k info:k111860 k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.